Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The electrode pads and device were not returned to zoll medical corporation for evaluation. Instead, the customer indicated the report was resolved on site. Once they connected the ECG connector cable to the ECG connector the patient's ECG rhythm was observed. By design, the device requires the use of ECG leads while pacing. Analysis of reports of this type has not identified an increase in trend.